Event description:
A malfunction with error code malf 12 was reported, prompting customer to seek assistance. There was no reported impact to customer¿s blood glucose level. Technical support provided guidance on resetting the pump, but the malfunction recurred, leading to a decision to replace the pump. Customer was instructed to put the faulty pump into storage mode and return it within 10 days using a pre-paid label, while continuing to use the current pump as backup therapy.